Event description:
On (B)(6) 2009, the pt was implanted with an scs sys. The pt complained of swelling and discomfort at the ipg site. She has gone to the emergency room for this issue was given morphine. She is currently not using the stimulation or recharging due to the discomfort. The pt has been advised to see a physician but has not yet done so.

Manufacturer narrative:
Eval: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.